Manufacturer narrative:
The device was expected for return but has not been received. Boston scientific has made three attempts to obtain additional information on the device status, however; no response was received. If additional information is received, the case will be updated and reported accordingly.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Subsequently, the device was explanted and replaced successfully. The explanted device is expected to return for analysis. Technical services (ts) was consulted and advised the device analysis will be completed when the device is returned. Outside of the surgical procedure, no adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Subsequently, the device was explanted and replaced successfully. The explanted device is expected to return for analysis. Technical services (ts) was consulted and advised the device analysis will be completed when the device is returned. Outside of the surgical procedure, no adverse patient effects were reported.